Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they are having trouble with their unit and when they turn the stimulation on they are getting shocked up and down their legs. Patient stated that it feels like constant electricity going up and down their legs and it's quite strong. Patient mentioned that they have been trying to contact manufacturing representative (rep) for a month now and probably even longer than that, but they have not been able to get ahold of the representative. Patient reported that it is hard to get ahold of and in contact with their mdt rep; patient followed up saying that the last 2 times they have called the mdt rep that they pleaded with them to call the patient back. Agent sent an email to the field for visibility and mdt responded.